Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. Two minutes into the procedure, a pressure error occurred and surgeon observed fluid draining out of the vagina. The balloon had burst during the procedure. The procedure was aborted. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had a hole in the balloon, however the balloon inflated normally.